Event description:
It was reported: the surgeon checked the shell on the holder, then tried to impact into position. After repeated blows, he attempted to loosen the implant from the holder and could not, even after removing from patient. This caused a delay in surgery of 30 minutes.